Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.

Event description:
An account called in, and stated that the head end brakes would not operate on this stretcher. There were no injuries in this event.